Event description:
Customer called to report that the synchron cx pro clinical system, model cx9 pro, generated falsely low sodium, potassium, chloride, glucose, calcium and carbon dioxide results for two patient samples. The erroneous results were not reported outside the laboratory. When the low results were noticed, the samples were run on an alternate analyzer (istat analyzer), and those results were reported. Therefore, patient treatment was not affected. The field service engineer (fse) inspected the instrument and replaced the cx3 sample probe and tubing. The fse then rebooted the instrument and verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).